Event description:
On 05/24/1999 following a ptca procedure an angio-seal was placed in a patient's groin. Reportedly, the deployment progressed without difficulty; however, while tamping, the collagen and suture came out of the tract without the anchor. Manual pressure was held for hemostasis (duration unknown). The patient's pulses continued to be strong with no signs or symptoms of complications. As of 06/17/1999, there has been no further report to the manufacturer of complication or additional patient sequelae.